Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was operating intermittently and the drill hesitates when the foot pedal is pressed. It is known that the device was being used during surgery and no pt injury was reported. However, it is unk if there was any medical intervention or surgical delay related to the event. No add'l info available.